Manufacturer narrative:
The manufacture date and the date of event are best approximation, as the customer has not informed radiometer about this. Radiometer has asked the customer for the lot no and date of event.

Event description:
According to the complaint, when a nurse purged a sampler, blood projected towards the nurse's face.

Manufacturer narrative:
Without batch or series number for reported syringe, checking production documentation and reference samples is not possible. Defective sample also not provided as of date of this report. As investigation for this particular complaint is not possible without photo, defective sample or batch number, the root cause of reported issue cannot be established. There are several root causes for leaking syringe but with available information, none can be confirmed. Production operators have been informed about this complaint. No other direct counter measures were implemented. Radiometer medical considers the case closed.